Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The bending cover was leaking. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defect was confirmed during evaluation, a definitive root cause of the burned cover could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: IFU provides the following warnings for high-frequency cauterization. Operation manual chapter 4.3using endotherapy accessories - always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. IFU provides the following warnings for high-frequency cauterization - to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. IFU provides the following warnings for apc - make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had an air/water leakage from the insertion tube/bending section. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the plastic distal end cover was burnt. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.